Event description:
Pt with ulna fracture was implanted on (B)(6) 2012, with lcp reconstruction plate and screw. Pt was discovered to have a non-union on an unk date. Pt was returned to the operating room on (B)(6) 2012, hardware was removed, pt was revised to 3.5mm lcp plate and screw. This is 3 of 7 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.